Event description:
On 04/13/2006, pt's caregiver stated pt's oxygen concentrator caught on fire during the night. The pt was not injured and the concentrator was removed from the home before any major damage was done. Pt was smoking at time of follow up visit to pt's home. Ash tray in bedroom full of cigarette butts did indicate pt had been smoking in the bedroom where concentrator was. Pt denied smoking during time of event. Cigartete butts and ash tray were noted in the pt's bedroom. Pt did not call fire dept at time of incident. Fire chief investigated the following day and report did not indicate cause of fire. No electrical shortage was indicated. Fire report inconclusive. Report did indicate pt was smoking during inspection.